Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room with episodes of post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp and hv therapy. Oversensing was noted on a stored egm. Programming changes were made. Low r-waves were noted on the rv lead. The device was explanted and the lead was capped. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of inappropriate therapy due to post-sensed t-wave oversensing was confirmed in the laboratory via review of the device image. The cause of the sensing anomaly was caused by low amplitude r-waves. The device was tested on the bench and no anomalies were found. The device behaved according to programmed parameters.

Event description:
Correction: the device was explanted electively, during the lead revision.